Manufacturer narrative:
A steris service technician inspected the lighting system and found the lighthead cover broken and requiring replacement. The observed damaged is indicative of impact damage caused by user facility personnel bumping the lighthead into the wall or other equipment. The technician replaced the lighthead cover and confirmed the unit was operational. The lighting system was returned to service. The harmonyair m-series surgical lighting system operator manual states, "do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician counseled user facility personnel on the importance of being careful not to bump the surgical lights into other equipment. No additional issues have been reported.

Event description:
The user facility reported a piece to the surgical lighthead cover to their harmonyair m-series surgical lighting system fell off during procedure. The user facility quickly reestablished the sterile field by covering the broken piece with a sterile towel and proceeding with the procedure. Procedure was completed successfully without delay; no report of injury.